Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for pulse generator upgrade, the physician noted that the right atrial lead was dislodged. The lead was successfully explanted and replaced.